Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. All buttons have fallen off the pump; in addition, the keypad has completely peeled off. The buttons fell off the pump three months prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/04/2013 with the following findings: the keypad was found to be detached and missing from the pump; keypad response could not be evaluated. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. A crack in the battery compartment was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.